Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the ins turning itself off included that the patient was asleep once and twice the patient was in the middle of physical activity. The device was not out of power and turned right back on. The patient¿s weight at the time of the event was (B)(6). The patient did not know if the issue of the ins turning off by itself had been resolved but it had not repeated. It was additionally reported that the ins did not seem to be holding a charge as long. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the implantable neurostimulator (ins) turned itself off 3 times in the last 2 months. No error codes were seen. The patient was going to keep a diary of when this occurs in the future. No further complications were reported.